Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button stopped working. The customer reported that there was crack near the up arrow. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage was found on the keypad assembly noted. Inspected j2 on the lcd connector and no unlocked connector noted. The insulin pump was received had cracked case at the display window corners, minor scratched and cracked display window.